Manufacturer narrative:
Customer discarded device.

Event description:
It was reported that the interpulse handpiece set w/fan spray tip was being used in a procedure when the tip came off. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.